Event description:
Patient reported experiencing pain when touching right side. Patient also advised side looks lumpy, un-natural shape and can feel implants when touching which are hard. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, experiencing pain when touching right side. Patient also, advised side looks lumpy, un-natural shape. And can feel implants when touching, which are hard. It was later, confirmed by healthcare professional ,who reported pain and implant rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: pain: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Depression: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported experiencing pain when touching right side. Patient also advised side looks lumpy, un-natural shape and can feel implants when touching which are hard. Device has been explanted.